Event description:
It was reported that during a laparoscopic distal gastrectomy procedure, there was malformed clips, tissue tearing and the clip slipping out from the jaw. They replaced two other clips. Surgery was prolonged ten mins. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.